Event description:
The customer reported leakage at the bending section of the scope and scratches on the plastic distal end cover. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. During inspection and testing, foreign material was found in the forceps elevator. It is not known when the material became attached to the device. In addition, there was a cut on the bending section cover which resulted in the device no longer being water tight, the adhesive on the bending section cover was detached, the bending section cover was discolored, the cord was sticky, the bending angle in all directions and the looseness of the up/down and right/left knob were out of specification due to wear of the angle wire, the plastic distal end cover was dented, and scratches were noted on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the forceps elevator had foreign material because it was inappropriately reprocessing by the user. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the reported issue. Additional information added to date of event. Correction to report source of the initial medwatch. The date received by manufacturer should be (B)(6) 2021.

Event description:
Additional information received: the reported issues (leakage at the bending section of the scope and scratches on the plastic distal end cover) were identified during reprocessing of the subject device.